Event description:
Stem did not match the broach.as per additional information form the rep:we reamed and broach the same size. It was a tight canal and so the broach being bigger distally did not sit all the way like the stem does. So we reamed up one more and placed in that stem.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown broach. Additional information has been requested and if received, will be provided in the supplemental report.